Event description:
It was reported by the rep the device was used during a laparoscopic tubal ligation. It was reported the surgeon was inserting the trocar in a thin pt and the aorta was punctured. Use of insufflation unk. The case was converted to an open procedure and a vascular surgeon was brought in to do repair. Pt is reportedly doing well at this time. Rep was told there is no alleged issue with the product at this time. The trocar was discarded.